Event description:
When removing the trial from patient, the trial base separated from the shaft. Trial removal caused a delay in surgery, but was safely removed from the patient and patient is doing fine. Parts were not returned to the manufacturer, cause is indeterminate. Could be speculated as excessive force and/or wear and tear and/or patient anatomy causing abnormal handling modality.